Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had both high and low impedances on lead, and the ipg became exposed through a small opening in the battery incision site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted, and the lead was cut. Surgical intervention will be undertaken at a later time to address the cut lead.

Manufacturer narrative:
Correction to b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had both high and low impedances on lead, and the ipg became exposed through a small opening in the battery incision site. The patient also experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted, and the lead was cut. Surgical intervention will be undertaken at a later time to address the cut lead.